Event description:
A report was received that the patient was explanted. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Additional suspect device components involved in the event. Model: sc-2138-50. Linear lead (phase iiia), 50 cm; model: sc-2138-50, linear lead (phase iiia), 50 cm. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is a final report.